Event description:
It was reported that balloon rupture occured. The target lesion was located in a shunt in a mildly calcified vessel. A 5.0mmx40mmx40cm sterling ballon catheter was advanced for dilation. However, during first dilation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.